Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# v514031, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). No longer applies due to updated coding procedures.

Event description:
Additional information received from a healthcare provider for a clinical study reported the event resolved without sequelae on (B)(6) 2015.

Event description:
It was reported the patient had lead migration and there was ¿no loss of migration.¿ it was stated no action was taken and it was an ongoing event. It was stated the lead migrated laterally into the same position as was found at the first migration. It was later reported the patient¿s lead migrated laterally and posteriorly and it resumed the same position as the previous migration. It was noted the patient was still happy with the results of the device and the doctor felt this was natural migration due to anatomy. It was stated no revision was needed. Additional information stated the event occurred on (B)(6) 2012. It was stated the patient¿s migration had not changed since their 24 month visit on (B)(6) 2013.